Event description:
It was reported that the drain broke near the trocar during a breast reconstruction. Additional information has been requested but not yet received.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.